Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not fully deflate and could not be withdrawn from the scope. The scope had to be fully taken out of the patient as the balloon would not retract through the working channel and had to be cut with a wire cutter. The procedure was completed with the original device however, it was reported to have been prolonged due to the device being stuck in the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.